Manufacturer narrative:
(B)(4). Procode is (B)(4). Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). The healthcare professional reported that during the coil embolization procedure of a cerebral aneurysm at the vertebral artery (va)-posterior inferior cerebellar artery (pica) junction, the coiling was started with the galaxy g3 5mm x 15cm coil (gly120515 / l10560), but the microcatheter (sl-10 stryker) was not stable so the coil was resheathed to change the position of the microcatheter. When the microcatheter was in position and the galaxy g3 5mm x 15cm coil was inserted, the coil introducer was damaged; the galaxy g3 coil was replaced and the procedure was continued without further issues or delay. The procedure was successfully completed with 8 coils implanted. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The product was available to be returned for investigation and the embolic coil was observed kinked near its distal end. The investigation finding is documented below. Investigation summary: the galaxy g3 5mm x 15cm coil was returned without the device packaging and with the distal end of the embolic coil advanced and exposed from the green coil introducer. The device positioning unit (dpu) core wire was observed kinked at approximately 32 cm from the proximal end of the device. The device had been returned partially unsheathed indicated by the length of the introducer proximal to the resheathing tool. The dpu core wire was seen protruding from the skive of the introducer and was exposed for the majority of its length. The embolic coil distal ball tip was present and intact. The articulating joint was seen in the introducer connected and intact. The dpu core wire seen protruding from the skive of the introducer. The dpu core wire was seen entering the resheathing tool outside the introducer. The v-notch of the resheathing tool was seen with minimal damage- the beginnings of a tear can be seen at its center. The introducer can be seen damaged proximal to the green introducer section. The articulating joint is undamaged. The distal outer sheath had not softened indicating that the coil detachment process was not initiated. The embolic coil was seen kinked near its distal end. A review of manufacturing documentation associated with this lot (l10560) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Investigation conclusion: the complaint of coil introducer damaged is confirmed. The introducer was analyzed with a microscope and physical damage was apparent on the skive of the introducer. The dpu core wire could not be contained and properly rezipped. There is not enough information in the complaint description to determine when the introducer was damaged. The instruction for use (IFU) contains instructions to properly set up and handle the device in the delivery process. The IFU cautions against overtightening the rotating hemostat valve (rhv), as excessive pressure may damage the introducer or the embolic coil, which may have been the cause of the observed damaged to the coil and introducer. Unsheathing and resheathing functionality is verified for 100% of devices when the introducer lock is formed. In addition, 100% of embolic coils are checked for kinks/damage in process. Thus, it is unlikely that the device left the manufacturing facility with the observed damage to the introducer, with the dpu core wire protruding from the skive of the translucent introducer sheath, or damage to the embolic coil. With the information provided in the complaint and the returned device for investigation, the issue reported by the end user that the coil introducer was damaged and as a result, the coil could not be inserted in the target lesion was confirmed. In addition to the reported issue, the embolic coil was observed to be kinked near its distal end. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported and observed failure. Devices undergo 100% inspection for damage to the embolic coils. It is not likely that the device left the manufacturing facility with the kink observed near the distal end of the embolic coil; nor with the observed damage to the coil introducer, with the dpu core wire protruding from the skive of the translucent introducer sheath. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure of a cerebral aneurysm at the vertebral artery (va)-posterior inferior cerebellar artery (pica) junction, the coiling was started with the galaxy g3 5mm x 15cm coil (gly120515 / l10560), but the microcatheter (sl-10 stryker) was not stable so the coil was resheathed to change the position of the microcatheter. When the microcatheter was in position and the galaxy g3 5mm x 15cm coil was inserted, the coil introducer was damaged; the galaxy g3 coil was replaced and the procedure was continued without further issues or delay. The procedure was successfully completed with 8 coils implanted. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The product was available to be returned for investigation and the embolic coil was observed kinked near its distal end.